Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she just received her new recharger because it was lost. The patient reported poor communication/telemetry with recharging. The patient reported that she couldn't connect her recharger or patient programmer (pp) with her ins. The patient reported that she tried to reposition the recharger 50 different times to try and connect with ins. The patient reported that the last successful recharge session was 2-3 months prior to the report. The patient reported that she had an appointment on (B)(6) 2017. On 2018-aug-01 additional information was received from a health care professional. It was reported that ins was replaced earlier in (B)(6) 2018. Ins was not working and it was changed out. Caller indicated it had been "some time" since ins hadn't worked but couldn't provide further timing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.